Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 23 mmol/l, 11 mmol/l, and 27 mmol/l. No adverse event reported. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.